Manufacturer narrative:
Two parts of the device's broken carrying handle were returned to the manufacturing site for investigation. The kernel part of the handle was not included. Examination of the returned parts revealed typical fracture surfaces, however, the root cause could not be reliably determined since the major part of the handle was missing.

Event description:
The distributor returned the device to the service center with a broken handle. There was no report of pt involvement. The distributor was contacted to obtain additional info, however, no info could be provided.